Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple ventricular fibrillation episodes were observed due to p-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended. No further information is available.